Manufacturer narrative:
It was reported that patient underwent mesh revision and placement of an unknown new sling on (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and inner thigh and groin pain. It was reported that patient underwent extrusion of sling on (B)(6) 2008 due to sling erosion. It was reported that patient underwent granulation tissue over obturator tape on (B)(6) 2009 due to sling erosion/bleeding which is treated with silver nitrate that had been placed in 2001. It was reported that patient underwent excision,re-suturing of vagina and cystoscopy on (B)(6) 2009 due to erosion of transoblurator tape, continued vaginal bleeding from hysterectomy. It was reported that patient underwent bilateral pudendal nerve block under fluoroscopy on (B)(6) 2013 due to pudendal neuralgia, pelvic floor muscle spasm and chronic pain syndrome. It was reported that patient underwent trigger injections on (B)(6) 2013 due to pelvic pain following tot sling. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with lavh; due to sui. It was reported that following insertion, the patient experienced pain, erosion, urinary problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent bard align placement for sui on (B)(6) 2011. It was reported the patient also went removal of mesh product in 2009 for vaginal mesh erosion. The patient underwent partial mesh removal on (B)(6) 2011 for vaginal pain, inner thigh pain and groin pain. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6)2001 and mesh was implanted concurrently with extensive lysis of adhesions. It was reported that following insertion patient experienced pyelonephritis.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.